Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem additional . D9: device availability additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer additional. H6: event problem and evaluation method codes additional.

Event description:
It was reported that transmitter failed/error/alert occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and passed. A review of the share logs was performed and transmitter failed error was found for serial number (B)(6). Within the investigation window. The allegation was confirmed. The probable cause was determined to be could not be reproduced with returned product. The reported event of transmitter failed/error/alert is reportable based on patient allegation confirmed but could not be reproduced with returned product. No injury or medical intervention was reported.